Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent. The hosp biomedical tech inspected the device and could not duplicate the reported event. The unit passed extended self testing. There were no parts replaced. It is not verified that the audio alarm is intermittent, and no malfunction may have occurred. The customer verified no death or serious injury. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.